Manufacturer narrative:
Technician informed that the head section has a slow drift. Repair not yet complete.

Event description:
Information alleged that the head section has a slow drift. No patient impact.